Event description:
The customer reported that following a ptca/radiology procedure a vasoseal vhd was deployed. One week later in 2000, the pt presented at the hosp with puss oozing from the puncture site. The wound was cleaned out and drained. The pt was placed antibiotics for one week. No furhter complications were reported.